Event description:
Cath lab staff reported that the catheter was bent. The distal shaft of the device had two twists in it on visual inspection. No patient information was provided. The staff returned the device to the manufacturer for investigation.according to the manufacturer's evaluation, the cause may have involved over torquing of the catheter to the point of deformation. The manufacturer recommends avoiding excessive force when resistance is encountered.